Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said the procedure (evaluation start) caused some problems with their feeding tube so they had a surgery to get a new feeding tube placed. They also said their left pink and ring finger are numb since the day prior. The patient also said their leads are hanging so they were advised to add additional tape to keep them in place. They also said their stimulation is changing on its own; they increased stimulation to 3.5v and it went up to 3.7 after they locked their device. Two days later, patient stated they had problems with their feeding tube since evaluation procedure. No further patient complications have been reported as a result of this event.